Manufacturer narrative:
Investigation of the guidewire returned on 8/18 revealed its core wire and composite core were broken at approx. 43mm from tip end. Coil wire was found elongated but was not broken apart, the guidewire was in one unit up to distal end. Upon close observation, it was found that the core wire and composite core were broken due to rotational force. Lot history review revealed no anomaly with this lot products. No other event was reported for this lot. All the shipped products are inspected in the production process for meeting the product specifications and release criteria. Based on the obtained information and the outcomes of the investigation, it is inferred that the tip was trapped in the cto lesion, where rotational manipulation was continuously given to the guidewire, resulting the breakage of core wire and composite core due to the force accumulated and exceeded the product design limit. Warning section of the IFU describes: - if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. - when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degree) in the same direction.

Event description:
Reportedly, in the procedure to treat a moderately calcified cto lesion just distal to the isr at rca #3, subject guidewire was advanced to the lesion. During the manipulation, guidewire was trapped and upon removal, the guidewire coil stretch was stretched. There was no injury or impact to the patient.

Manufacturer narrative:
(B)(4).